Event description:
No new information.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 38182314 and lot number 5048960. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
E1. All demographic information on the regulatory document states "confidential". H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that at the moment of puncture, the device does not release easily.